Event description:
Information received by medtronic indicated that the insulin pump had a crack on the back of it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained was getting into his car and his belt clip broke. Insulin pump perform visual inspection and pump received with pillowing keypad overlay and partially broken retainer. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump passed displacement test. Insulin pump was confirmed for physical damage on the broken belt clip rails. Insulin pump passed required testing.